Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The target lesion was located in the highly calcified left anterior descending artery. Pre-dilation was performed with an unknown size emerge balloon. The 3.0x20mm promus element plus coronary drug-eluting stent was advanced into the patient. A significant amount of resistance was encountered and the device was unable to cross the lesion. Difficulty was noted during withdrawal and the catheter shaft was broken. No device was able to cross the lesion; the patient will be rescheduled for rotational atherectomy. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Examination of the returned device revealed the balloon was tightly folded and the stent was secured on the balloon. The hypotube was separated 21.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. The hypotube was kinked 20cm from the strain relief and 2.75cm from the distal end of the separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).